Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. Another manufacturers guide wire crossed the lesion. This 15mm x 2.00mm apex monorail balloon was inflated to 12atm and ruptured upon the 1st inflation. The device was removed intact. The procedure was continued with another manufacturers 2.5x10mm balloon catheter and completed with implanting a 2.5x12mm promus element stent. No patient complications were reported and the patient's status is good.